Event description:
It was additionally reported that the controller was disposed of.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported events of no external power alarms and damage to the power cables of the heartmate 3 system controller (serial number: (B)(6)) were not able to be confirmed. The product was not returned for analysis and no photos or log files pertaining to the affected controller were submitted for review. It was communicated that the controller was exchanged, which resolved the no external power alarms. The root causes of the reported events could not be conclusively determined through this evaluation. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev c - section 2 ¿system operations") provides instructions for replacing the system controller. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced no external power alarms on both batteries and power module. The left ventricular assist device (lvad) coordinator stated that visible damage was noted on the system controller's black power cable. The system controller was replaced in the clinic by the lvad coordinator. The no external power alarms resolved. No log files were available. The patient was well following the controller replacement.